Event description:
It was reported that the patient went to the hospital following a fall, and upon examination, the patient's heart rate was less than 30 bpm, with no pacing output noted. The device could not be interrogated. During the previous follow-up in 2008, the minimum predicted device longevity was 2.5 years. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires. Other: it was reported that the patient went to the hospital following a fall, and upon examination, the patient's heart rate was less than 30 bpm, with no pacing output noted. The device could not be interrogated. During the previous follow-up in 2008, the minimum predicted device longevity was 2.5 years. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported to be fine following the replacement procedure. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Wire device was out of specification in a manner that relates to event interrogate, failure to output, none.